Event description:
It was reported that a cgm error 42 occurred with the customer's g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, and after the reset, the error did not reappear. The customer was then advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.